Manufacturer narrative:
A review of tickets did not identify any other complaints for lot 93028m800 for falsely elevated patient results. There were no trends identified for the product issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 93028m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 93028m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Use error may have contributed to the customer's issue as further testing of the patient sample indicated a possible interferent was present. Based on the investigation no product deficiency was identified for the architect ca125, lot 93028m800.

Manufacturer narrative:
Manufacturing site of this report was incorrect (abbott laboratories, 100 abbott park road, abbott park, illinois, 60064) and a new MDR number 3002809144-2019-00918 has been submitted (correct site is abbott germany, max-planck-ring 2, wiesbaden, germany, 65205) and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect ca125 results on one (B)(6) year old female diagnosed with ovarian serous cystic tumor. The results provided were: (B)(6) 2019 ca125 = 84.2u/ml / (B)(6) 2019 ovarectomy and surgery to remove tumor / (B)(6) 2019 ca125 = 295.5u/ml; on (B)(6) 2019 cea = 0.8 ng/ml and ca19-9 = 7.1 u/ml. There was no reported impact to patient management at this time.